Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that on 20apr2022, bd received the data set from ipsos for the information collected for pmcf surveys. A verification of the data was completed, and allegations not previously reported by ipsos were found in the data set. The allegation not reported was related to bowel injury. It was unknown if the device contributed to the bowel injury at this time, and medical intervention was unknown.